Event description:
Breast implants: I was guaranteed they were saline upon explant (B)(6) 2018 I had silicone which was a gooey mess inside the capsule. The outer implant capsule was disintegrated. I had been told my only concern would be if it ruptured. They did not, so I had no concerns. In the meantime, I have gone through: hysterectomy (1993), doctor found no cause for excessive periods. Sun sensitivity, gallbladder removal (2000) full of stones. Silicone? Dental problems from inflammation (partials, root canal, bridges and now dentures) and dry mouth. Diagnosed with sjogrens and hashimoto's thyroiditis. Extreme fatigue for years, brain fog. So sick I thought I was dying. Could not even get out of bed. Stayed home for many years unable to even get dressed to go out. Divorced due to needing to be alone to survive or die (bad marriage made worse with my health issues). Weight gain, joint pain, breathlessness, heart pains and more. I now attribute most of my bad health to these toxic breast implants which have been leeching into my body for years. I don't even know who the manufacturer was as it was so long ago, my board certified plastic surgeon died many years ago (no records) and the capsule with potential ID markings had totally dissolved. I do not know what this report can do for me physically or financially but I do hope it will help to keep another person from going through this hell. The quality of life is destroyed and you have no clue because they are classified as "safe". This needs addressed and changed asap. Thank you for your time.